Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05181. It was reported the patient had been receiving ineffective therapy. Reprogramming to provide resolution was unsuccessful. The patient plans to undergo an MRI due to further back issues. As a result, the patient's scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.